Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 20mm sapien 3 ultra resilia valve in the native aortic position. The valve was inflated with 1ml more than nominal volume. While the 20mm commander delivery system balloon was being inflated, it ruptured. As there was no pvl (paravalvular leak) present, it was determined that the valve was fully inflated. The procedure was closed with no report of injury to the patient.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of balloon burst was unable to be confirmed as the device was not returned and photos were not provided. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, the field reported that +1cc of additional inflation volume had been added. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. As such, available information suggests patient factors, and potential over inflation, likely contributed to the event as the complaint report alleges the patient had severe calcification in the landing zone. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.